Event description:
Event was reported to caldera medical by an attorney. The patient has suffered urinary tract infections, abdominal pain, pain during intercourse, and pelvic pain. No further information has been provided.